Event description:
The customer reported the system's operating system had malfunctioned, thereby failing to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Waiting on facility approval for repair.